Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
.

Manufacturer narrative:
Additional information noted that this patient was scheduled for a follow up. At this time the system remains implanted.

Manufacturer narrative:
A follow up took place and the lead associated was surgically abandoned, the device remains implanted.

Event description:
Boston scientific received information that this device triggered an alert due to high out of range pacing impedances. No adverse patient effects were reported.

Event description:
--